Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/24/2017. (B)(4). To date the device has not been returned. If the device or further details are received at the later date, a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Initial procedure date. What date was the prineo removed? What date did the reaction occur on? Date that patient was given hydrocortisone cream and phenergan. Do you have any pictures of the reaction? Describe how the adhesive was applied on the tape. What prep was used prior to product application? What was the location and incision size of the application? Was a dressing placed over the incision? If so, what type of cover dressing used? Was there any medical or surgical intervention performed ? Can you identify the lot number of the product that was used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? What is the most current patient status? Patient demographics: initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions). Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that the patient underwent an abdominoplasty procedure on unknown date and the topical skin adhesive was used. Post-operatively, the topical skin adhesive was removed with difficulty and the wound was itchy, red and sore. By (B)(6) 2017 the patient experienced a spreading all over the abdomen with blisters. The patient was seen in the emergency and was given phenergan and antibiotics. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: procedure date (B)(6) 2017. Removal of prineo: (B)(6) 2017. Why was product left on? Surgeons orders - added wound support. Date of reaction: received message (B)(6) 2017 hydrocortisone cream applied, unable to take phenergan. Application was per instructions. Prep used: soluprep. Incision: approx 40cm running along at approx. Suprapubic level hip to hip. Dressing: no further dressing applied. Wound: red and angry, small raised lumps, and extremely itchy and sometimes sore. Across both hip areas. Other intervention: none. Lot number not available. Surgery performed at (B)(6). Allergies penicillin. Status; fully resolved. Demographic: (B)(6). (B)(6) yr old female, no medications at present. Does have van willebrands disease requiring tranexamic acid and desmopressin pre op; has had glutaraldehyde poisoning (ex nurse) no previous use of prineo known.